Event description:
During a follow-up in-clinic, the device was found to be at end of service (eos) sooner than expected. Premature battery depletion is suspected, although not confirmed. A device replacement is anticipated. The patient is stable and will continue to be monitored.